Event description:
It was reported that immediately after opening the package, when the guidewire was checked, the tip was harder than usual because of its appearance and feel. There was no reported patient involvement. (B)(6) 2022 the returned guidewire was kinked.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Stainless steel guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample. Kinks were observed in the returned guidewire at its distal tip as well as 0.2 cm and 1.7 cm proximal to the distal tip. The core wire of the guidewire was found to be intact during tactile evaluation. A microscopic observation revealed the coiled wire was slightly bent and disjointed at each of the kinks in the returned guidewire. Both weld tips were observed to be present and intact. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include damage during manufacturing, packaging, handling, or use.